Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Global transmitter final functional test passed. The complaint was undetermined because the transmitter could not be tested for inaccuracies. A root cause could not be determined via product evaluation.